Manufacturer narrative:
Please note that code in annex a was selected to show the customer perception, not the actual outcome from the investigation. Atmosair 9000 mattress is a non-electric system, utilizing atmospheric pressure and gravity as the energy source. The self adjusting technology (sat) uses one-way pressure relief valves that allow air to escape when a load is applied. As per the atmosair instruction for use 407391-ah rev 04 when the mattress seems too firm upon arrival, the solution is to apply weight to the mattress to open valves. The valves were working correctly, and the technician who decided to adjust the pressure did not indicate any valve blockage. Also, when a random sample was returned for manufacturer inspection, no overinflation was detected, the product operated properly. According to the gathered information, this mattress was used on the non-arjo bed frame- umano ook cocoon. The photographic evidence provided shows that this bed frame does not have the side rails that would be located in the middle of the bed. Atmosair instruction for use 407391-ah rev 04 warns: ¿use or non-use of restrains, including side rails, can be critical to patient safety. Serious or fatal injury can result from the use (potential entrapment) or non-use (potential patient falls) of side rails or other restraints.¿ it is unknown why the customer reported overinflation. The sat cell are built of foam, this system does not require a pump in order to inflate the cells. The self adjusting technology allows the pressure, to escape through the valves when patient weight is applied. The investigation did not show any link between the alleged overinflation and the patient fall. The use or non-use of side rails may potentially lead to the patient fall. In summary, the arjo mattress was used during the reported fall and thus played a role in the event, however, the analysis revealed that there is no reason to believe that the mattress could overinflate itself causing a patient fall. The customer allegation was not confirmed. H3 other text : random sample inspected.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Allegedly the patient fell from the mattress 3 times. Each fall is provided under individual report #3007420694-2023-00115, 3007420694-2023-00117. This report covers the following number. The patient complained of an increased pain to her back and knees (not serious). The bed frame used with the mattress is umano ook cocoon. The mattress allegedly appeared over-inflated. The pressure in the mattress sat system was adjusted. This patient had several blankets, as well as a foam topper on top of the mattress.